Event description:
It was reported by service report that the foot end jack won't rise and it is leaking oil. Major damage was found to the foot jack shaft and the litter frame between the foot section and the fowler mounting brackets that includes a 3 inch inward bend towards the center of the stretcher. It is unk if there was pt involvement; however, no adverse consequences were reported.